Event description:
Caller states the pt tested 6.7 inr on coaguchek system 1 and 4.9 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system, however, caller states strips are unavailable for return.